Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. Customer stated that she feels tired all the time, nausea, abdominal pain, difficulty in breathing, feeling hot. The customer was treated for high blood glucose with the pump. The customer stated that she contact her health care provider. The customer was advised the 2 high blood glucose rule. Customer will call back to continue the troubleshooting portion of the documentation.